Manufacturer narrative:
The full lead was returned analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. The analysis noted that destructive analysis cannot be performed due to product being under legal hold. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead. The rv lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.